Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient "then had another power PICC placed and had a anaphylactic reaction. The PICC was exchanged for a groshong and no further issues. This was our first experience with this situation." 2/7/2020 - per attached email, the patient who had an anaphylactic reaction, required epinephrine.